Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch could not connect. During troubleshooting, the fse found that there was no issue with the wireless footswitch. It was found that the footswitch and the base station could not be paired due to compatibility issues. The fse replaced the base station. There was no failure found in the returned defective base station by the supplier's part analysis, however the replacement of the base station by the field service engineer has resolved the reported issue and restored the functionality of the system. After the replacement of the base station, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the issue addressed in the field safety corrective action 2021-igt-bst-020 or medical device correction z-0476-2022. But it is related to compatibility issue. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's wireless footswitch would not connect with the base station. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.